Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level ranged from 200-300 (mg/dl). Reportedly, the infusion set and cartridge was changed to resolve the issue. Insulin delivery was resumed.